Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the case involved treating the right coronary artery (rca). Predilatation was performed. The device was being backloaded over the guide wire, outside of the pt's anatomy, when the stent dislodged. No resistance was reported. The device was not used on the pt. No pt injury was reported. There is no additional event or pt info available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the tip and in the guide wire lumen. There was contrast in the inflation lumen. The stent implant was loose on the balloon and not between the markers. There were three struts in the fifth row, six struts in the sixth row, four struts in the seventh row and two struts in the eighth row at the distal end of the stent implant that were stretched. There were two struts in the fifth row, two structs in the seventh row, two struts in the eighth row at the distal end of the stent implant that was flared. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the tip, 1 mm distal to the clear gap. The tip was stretched at the distal end of the clear gap extending distally for a length of 1.5 mm. There was no other damage noted to the sds. The outer diameters of the stent implant were measured and did not meet manufacturing criteria. Product performance engineering reviewed the incident. Analysis of the returned product noted blood on the tip and in the guide wire lumen. There was contrast in the inflation lumen. This is consistent with the info that the product was prepared for use and at least partially advanced on the guide wire. Analysis noted that the stent implant was loose on the balloon and not between the markers, confirming the reported dislodged stent. There were crimp marks between the markers of the tightly folded balloon, suggesting that the stent was originally crimped in the correct location at the time of manufacture. Potential causes for a loose stent prior to insertion into the pt, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep for use, or interaction of the stent with accessory devices. To help ensure this type of issue is not the result of a manufacturing deficiency, all sds are 100% inspected for proper stent placement, stent damage and crimped stent outer diameter. Prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. Analysis noted that there were stent struts at the distal end of the stent implant that were stretched and some that were flared. The diameter of the stent implant did not meet manufacturing criteria, which is consistent with the stent implant travelling over the balloon markers and expanding. It is likely that this damage occurred from handling of the product during prep or from handling of the product during packaging/shipment back to abbott, as no damage was noted during the inspection prior to use. It is unlikely that this damage occurred during manufacturing as the protective sheath would not be able to be placed over the noted damage during packaging. Analysis also noted that there was a kink in the tip 1 mm distal to the clear gap. The tip was stretched at the distal end of the clear gap extending distally for a length of 1.5 mm. This damage was not originally noted during the inspection prior to use and likely occurred during the attempt to load the sds on the guide wire or from handling of the product during packaging/shipment back to abbott. This damage does not appear to be related to the noted loose stent. The manufacturing records were reviewed and did not reveal any non-conformances that could have contributed to this complaint and all lot release testing met specification. A query of the complaint handling database was performed, and there have been no other incidents for dislodgement for this lot. A conclusive cause could not be determined. Performance engineering will monitor the incident circumstances. This MDR is considered closed by the product performance group.